Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device automatically switches between screens. No known impact or consequence to pt.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit's screen will launch from one screen to another screen on its own. The touchscreen was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.